Event description:
It was reported that the image on the 9800 system had a fast stop error and an intermittent problem with the image resolution. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply, camera, and software were installed during the service call. The system was tested and found to be working as intended and put back into service.